Event description:
Revision surgery - the morse taper on the socket shell disconnected from the stem.

Manufacturer narrative:
The patient had a reverse shoulder prosthesis (rsp) implanted on (B)(6) 2012 and a revision surgery as a result of a humeral stem to socket shell dissociation on (B)(6) 2012. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no patient information about any accidents, activities, or medical contraindications that may have led to the dissociation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The rsp surgical technique calls for the socket shell and humeral stem to be impacted on a back table in the operation room to engage the morse taper connection. The product complaint report did not indicate if the original socket shell and stem had been impacted together in-vivo. This would have introduced a risk of morse taper contamination, soft tissue impingement, and damping of assembly forces. The device history records showed no non-conforming material reports for the socket insert and socket shell. There was one non-conforming material report for the socket insert due to a dimensional nonconformance; that item was scrapped per (B)(4). The product complaint report history shows prior complaints for the socket insert and socket shell, but no problems were identified that would have led to the dissociation in this product complaint. There was a dissociation involving a rsp socket shell and a rsp humeral stem morse taper connection after eight months of patient use. No explanted products or significant patient information were returned for examination. The root cause could not be determined with confidence. An examination of the design history records and product complaint history showed that the humeral socket shell and socket insert met material, design, and manufacturing requirements. No part or lot information was provided on the rsp humeral stem. No implant defects could be identified. There are no indications of a product or process issue affecting implant safety or effectiveness.